Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0251 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after opening the package and beginning to perform puncture, an operator found the guide wire was broken, unable to complete the puncture.